Manufacturer narrative:
Analysis of the lead found the lead body damaged at the depth stop site. Impressions from over-tightening of the depth stop were observed on outer insulation of returned lead, about 2.5cm form the proximal end. The short was confirmed by inserting an ¿uncoated¿ stylet into the lead and applying pressure to the area that had the impression. While applying pressure, contacts #0 and #2 shorted to 1.9ohms. Crushed conductors and pinched outer insulation. Proximal end stretched. While performing analysis, conductor #0 broke at connector weld.

Event description:
Additional information receivedfrom the healthcare professional reported that there was a full system check during initial programming and no problems were found bilaterally on (B)(6) 2016. It was noted that they thought they needed to replace a wire during the surgery.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that an open circuit was found during an intra-op impedance test. Diagnostics/troubleshooting included replacing the screening cable. It was noted that when the lead was replaced, the issue was resolved. No symptoms were reported.